Event description:
It was reported that approximately two weeks after the right ventricular (rv) lead was implanted, it was noted that there was considerably less slack observed and then at a subsequent device interrogation there was no capture at the maximum output and a dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient was enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was further reported that monitoring indicated occasional premature atrial contractions (pacs) and rare premature ventricular contractions (pvcs) prior to lead revision. No sustained arrhythmias were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.